Manufacturer narrative:
(B)(4). Concomitant medical products: item 00588000400 lot 62033515. Item 00598801212 lot 61406795. Item 00588001402 lot 61473314. Item 00599003402 lot 61827177. Item 00598800426 lot 61965305. (B)(4). Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-01441. 0002648920-2020-00237. 0001822565-2020-01462. 0001822565-2020-01463. 0001822565-2020-01464. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient who underwent total knee arthroplasty and fell 6 years later. The patient femur bone was fractured. After the fall, loosening of tibia component was observed by x-ray. A revision was performed 7 years after the initial procedure. During the revision it was noted that metallosis was on the patient femur bone and the femur component was also loose due to the loosening of screw to connect femur stem and femur component. Attempts have been and no further information has been provided.

Manufacturer narrative:
(B)(4). This complaint is not confirmed. No devices or photographs were received; therefore the condition of the components is unknown. Review of the device history record identified no related deviations or anomalies during manufacturing. X-ray evaluation by mmi states that the radiographs demonstrate abnormal areas of bone mineralization/periprosthetic lucencies which have a several differential considerations, including metallosis and loosening. Loosening is likely present in the tibial component. Metallosis could be the contributing factor of findings in the distal femur. It was reported that patient fell but it is unknown what caused the patient fall. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.